Event description:
It was reported that during the implant procedure, the helix would not extend. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the ptfe tubing was damaged, cut, and folded preventing the helix extending. The damage found had occurred before or during lead manufacture.